Manufacturer narrative:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump is continuously runs as soon as the device is plugged in. Unit stayed inflated and not deflating and there was no error message. Not in use on patient. The bsm itself was not returned, but the ay-653p sn (B)(4) input unit which is part of the bsm system was returned for repair. It contained the malfunctioning nibp parts which were replaced. The unit was tested per the operator's / service manual. The unit completed extended testing and operates per the manufacturer's specifications. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Cocomittant medical device: ay-653p sn (B)(4) input unit. The UDI no: (B)(4). Manufactured date: 07/19/2013. Age of the device: 72 months. Returned to nk: 07/29/2019.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump is continuously runs as soon as the device is plugged in. Unit stayed inflated and not deflating and there was no error message. Not in use on patient.

Event description:
The biomedical engineer reports that the bedside monitor (bsm) nibp pump is continuously runs as soon as the device is plugged in. Unit stayed inflated and not deflating and there was no error message. Not in use on patient.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at barnabas health reported the input box (ay-653p-qm sn: (B)(6)) nibp pump would continuously run as soon as the device was plugged in. The unit would stay inflated and customer did not notice an error message. The ay unit was connected to bsm (mu-631ra sn: (B)(6)). Service requested repair. Service performed the unit was cleaned and decontaminated. The model, serial number and all labels were verified. No physical damage. 2-verify the complaint: nibp pump will continuously run as soon as the device is plugged in. Problem duplicated. The malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. 1-part# sg-673p description: dpu bd qty:1. Investigation result the device warranty began 01/18/14. The reported issue occurred after 5.5 years at customer facility. Review of device sap history found no previously reported issues with nibp. The input box is used in conjunction with the bsm-6000 series bedside monitor. Per bsm-6000 series service manual, if periodic inspection is not performed, degradation or loss of function may go unnoticed and lead to misdiagnosis. It is recommended periodic inspection be performed at least once every year. Customer's maintenance information for this unit is not available. There is no record of nka servicing performed on the unit. Unit has no prior history of nibp issues. The issue occurred beyond end of device warranty and was resolved by replacing part #sg-673p. Unit was tested to operate within specifications after replacement. The root cause is determined to be degradation of #sg-673p due to wear and usage over time. The repaired unit was returned to the customer on 09/19/19 and there were no further reported issues with the unit. This issue is not suspected to be caused by deficient device design. Similar tickets review using keywords "continuous pump" "constant pump" "constantly pumping" "always pumping" found no other reported issues. No adverse trend is suspected for this issue. D11 concomitant medical device: ay-653p sn (B)(6) input unit; the UDI no: (B)(4); manufactured date: 07/19/2013; age of the device: 72 months; returned to nk: 07/29/2019.